Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. It was reported that the device was thrown out. The device has not been returned to the company. A review of the device history records was completed and no anomalies were noted. This is the final report.

Event description:
It was reported that the patient's device was explanted due to infection. The skin flap revealed granuloma around the suture approximately two weeks after implant surgery. Granuloma curettage and cleaning was performed. Tissue around the implant was removed. The patient was treated with amoxicillin for six weeks. The patient's infection has reportedly resolved.